Manufacturer narrative:
Date of event: unknown. Initial reporter phone: (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6319792, medical device expiration date: 11/30/2021, device manufacture date: 11/14/2016. Medical device lot #: 6347531, medical device expiration date: 01/31/2022, device manufacture date: 12/12/2016. Medical device lot #: 6319792, medical device expiration date: 11/30/2021, device manufacture date: 11/14/2016. . Medical device lot #: 6347531, medical device expiration date: 01/31/2022, device manufacture date: 12/12/2016. Investigation summary: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for discoloration and the 1st related complaint for foreign matter on lot # 6319792. This is the 1st related complaint for discoloration and the 1st related complaint for foreign matter on lot # 6347531. Investigation summary: customer returned (5) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 6347531 and (10) 3/10cc, 8mm, 30g syringes in a sealed poly bag from lot # 6319792. Customer states that there is discoloration of the barrels. All returned syringes were examined and all samples from lot # 6347531 and 5 out of 10 samples from lot # 6319792 exhibited dark material on the outer surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of scale print ink. See attached photo and spectra. CAPA (B)(4) was initiated to address such issues at this time samples will be forwarded to manufacturing ((B)(4)) on 16feb2018 for further review. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink on barrel) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements.

Event description:
It was reported that the bd micro-fine¿ insulin syringe needle barrels had ingrained foreign matter inside the barrel. Found before use.there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for discoloration and the 1st related complaint for foreign matter on lot # 6319792. This is the 1st related complaint for discoloration and the 1st related complaint for foreign matter on lot # 6347531. Two investigations were performed. First investigation summary: customer returned (5) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 6347531 and (10) 3/10cc, 8mm, 30g syringes in a sealed poly bag from lot # 6319792. Customer states that there is discoloration of the barrels. All returned syringes were examined and all samples from lot # 6347531 and 5 out of 10 samples from lot # 6319792 exhibited dark material on the outer surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of scale print ink. DHR review was not needed as CAPA (B)(4) was initiated to address such issues at this time. Samples were forwarded to manufacturing ((B)(4)) on 16feb2018 for further review. On 23feb2018, (B)(4) received five (5) 0.3ml, 8mm, 30g syringes in an opened polybag from batch# 6347531 and ten (10) 0.3ml, 8mm, 30g syringes in a sealed polybag from batch# 6319792. All samples were decontaminated per hstr-17 prior to being evaluated. Second investigation summary: upon evaluation by qe (B)(4), similar findings to those documented during initial investigation performed at (B)(4) were noted. Probable root cause likely to be swollen pads on the printer during manufacturing of these batches. When this occurs, ink smudges and/or film may be found along the exterior of the syringe barrel, such as is noted within the samples received. Per ftir analysis performed during initial investigation, the material appears to be scale print ink. CAPA (B)(4) was initiated by the (B)(4) plant to address scale print defects and their associated root cause(s). Both batch# 6347531 and batch# 6347531 were manufactured prior to implementation of corrective/preventive actions associated with this CAPA. Bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink on barrel). Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.